Event description:
Physician was using a cook cutting loop during prostate procedure. When he removed the scope, he realized the loop was broken. He was able to retrieve the broken piece of loop and proceeded to complete the surgery